Event description:
N/a.

Manufacturer narrative:
The microsensor was returned to evaluation. Device history record (DHR) - the product 826631 for lot 4267678, and the lot met specifications when released. Failure analysis - no visible damage to the millar sensor, catheter material, or connector. Icp express reading passed with 513. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The issue of the complaint was not confirmed. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to incorrect set-up of device.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during pre-testing and prior to use of the neuromonitor basic kit, the microsensor reading was suddenly down to -99 after it was zeroed. The physician changed to another of the same microsensor which could be used normally. No patient adverse consequences occurred and the event did not lead to surgical delay.